Manufacturer narrative:
Should additional info become available regarding this event, it will be reevaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2009 the pt was implanted with a spectra penile prosthesis device. On (B)(6) 2010 the entire device was removed and replaced due to a non-specified malfunction. Additional info was requested, but was not available.